Event description:
The facility reported an infuso.r. Pump with a malfunction of "does not run." The event was reported to have occurred upon power up. The department this event occurred in is unknown. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "does not run" was confirmed and reproduced during device evaluation. The assignable cause was definitively identified as a separated motor from the gear box. The motor assembly was replaced to resolve the reported problem.